Event description:
It was reported that the device was not working due to the inside plate was broken and would not open and close. No patient injury was reported.

Manufacturer narrative:
One surgical assistant leg holder was returned for evaluation. Visual assessment of the device showed no damage. Removal of the cover plate showed one of the cam nuts is broken. This indicates the device was subjected to excessive force when locking down cam action lever. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. It was updated to clarify the reason for report.

Event description:
It was reported that the device was not working due to the inside plate was broken and would not open. Traction was lost while holding the patient and with tools inside. No patient injury was reported.